Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was feeling uncomfortable stimulation due to lead migration and unable to enter MRI mode. Diagnostics indicated high impedance, and migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.